Event description:
It was reported that a dr implanted a protegen sling in 1998. The pt "developed injuries and complications secondary to the implant surgery, and the sling was removed in 1999 by another dr. There is no further info available on this case and the device was not returned for eval.

Event description:
Laparoscopic surgery revealed bowel adhesions and vaginal erosion. Some granulation tissue was excised from the vagina and the exposed graft removed. Pt continued to experience discharge, and pain an in 1/1999 graft material was found in anterior vaginal wall.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced vaginal discharge, infection, odor, pain and tissue erosion.